Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (restrictive leaflets, compromised tissue) contributed to the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient had pre-existing relatively small vegetation (endocarditis) on the posterior mitral annulus, that was believed to be non-active. The clip delivery system (cds) was advanced to the mitral valve and grasping of the leaflets was performed. The tissue integrity of the posterior leaflet was thought to be compromised. It is not known if this was due to existing damage or whether the clip caused more damage with grasping. The clip was successfully inverted and was removed and the case aborted. The patient remained stable and mr remained unchanged at 4+. No additional information was provided.